Event description:
The recipient reportedly elected revision for a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the silastic overmold was cut at the array region. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a broken substrate. This is not believed to be related to the return reason. System lock was verified. The broken substrate prevented an electrical test from being performed. The device passed an electrical test performed. The device passed the electrical tests performed. This older device configuration is not currently manufactured. This is the final report.